Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. For functional te sting, the cartridge cover was returned to its proper position. The single use loading unit (sulu) unloaded and loaded repeatedly without difficulty. The sulu and the medtronic representative instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. It was reported that prior to use, the cartridge was detached and broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if an excessive force is applied to the cartridge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the cartridge was detached and broken. A new cartridge was used to resolve the issue. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.